Event description:
It was reported by service report that the side rails were stuck and would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rusted pivots.